Event description:
Complainant alleged that a 70 year old male pt arrested at home, and was brought into the facility's emergency dept by ambulance. The pt was unresponsive upon arrival and the clinicians defibrillated the pt five times. The joule settings are unk for the first two shocks. The last three defibrillation were each at 360 joules. The pt was also given drug intervention. The clinicians then attempted to pace the pt at 70-80 bpm and at 50-100ma, but the device did not pace the pt. The pt did not exhibit any muscle twitches during pacing. The pt subsequently expired, but the complainant indicated that the reported malfunction did not cause or contributed to the pt outcome.